Event description:
Lab performed psa testing on the dimension rxl and obtained results of 4.8 ng/ml on a post-prostatectomy pt. Sample was tested with an alternate analyzer and produced a result of 0.1 ng/ml. There were no adverse pt consequences.